Event description:
No additional information received from customer.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the umbrella end of the grasping basket was completely chipped before closing for a choledochotomy and stone extraction (with t-tube drainage), cholecystectomy, intraoperative cholangioscopy, and intraoperative gastroscopy. The operating surgeon was immediately informed to stop the procedure, the head nurse was notified, and assistance was provided in the search, but it was unsuccessful. C-arm fluoroscopy was performed, and the umbrella end was found in the duodenum. The foreign body was removed using bedside endoscopy. All items were counted as complete and correct, and the body cavity was closed. There were no reports of further patient or user harm.